Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device alarmed and did not work properly with error 1006 (vent-inop: data acquisition pcba adc failed). The device was in use on a patient who was admitted to the hospital due to chronic bronchitis. To alleviate breathing difficulties and correct hypoxia, a ventilator assisted ventilation was performed. During use, the ventilator alarmed and showed that the ventilator did not work properly giving error code 1006 and that the data acquisition pcba adc malfunctioned, resulting in a black screen and inability to turn on the device. The staff immediately administered oxygen and replaced the ventilator. The on-duty doctor was notified, and the issue was reported to the equipment maintenance personnel. It was noted in the complaint that the malfunction of the ventilator affects the patient's treatment process, prolongs the working hours of the staff, and causes potential disputes. It was also indicated that the event did not claim that the patient was injured. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about the case, but no further information was obtained other than that the device has not been repaired and that there were no injuries. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.